Event description:
The patient had taken multiple oral sedatives and opioids while receiving intrathecal morphine. An overdose was reported. The patient had severe muscle spasms of lower extremities as well as temporary blindness. Additional symptoms included diffuse body jerking, posterior reversible encephalopathy syndrome (pres), a neurological syndrome with a sudden onset of temporary blindness. The patient was admitted to the hospital on (B)(6) 2013. Their rate was decreased by 50%. The patient¿s muscle spasms and temporary blindness both resolved on (B)(6) 2013. The event was specified to have been possibly related to the drug and the device or therapy. The event resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).